Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow up report will be submitted. Additional device: model: limb aortic extension is20-25/c55, sa lot: 1257552-024, release date: (B)(6) 2014, expiration date: 4/30/2014.

Event description:
It was reported that during the procedure, 0.14 wire could not advance through the contralateral tip at nose cone after bifurcated deployment. After placement of the limb extension, a type 3a was noticed between bifurcated and limb extension. A second limb extension was added to correct the issue. No patient injury was reported.

Manufacturer narrative:
Based upon the complaint investigation, the reported wire issue is inconclusive as it was not available for evaluation. There was sufficient evidence to support a type iiia endoleak of the first right limb extension and the main body. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, the root cause for the wire issue could not be determined. It was determined that preexisting dissection within the iliac artery might have contributed to the reported type iiia endoleak. Overall the investigation is inconclusive related to being manufacturing or design issue based on the available information.